Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received via medwatch report. It was reported the procedure was being performed on an (B)(6) male patient, weighing (B)(6). A portion of the guide wire was retained. Prior to open heart surgery, the surgeon attempted central line placement via the left subclavian but it was very difficult to advance. When the guide wire was removed, the end appeared frayed, but the length seemed appropriate. A post operative chest x-ray revealed a wire fragment extending into the svc about 10cm in length. A CT confirmed wire fragment. The retained piece was thought to be extravascular. The physician determined that the retained fragment would not cause harm and it was decided they would not attempt retrieval. The patient and family are aware. There is no indication that the patient has incurred any harm.